Event description:
On (B)(6) /2013, it was reported to animas that allegedly the down arrow button is intermittently unresponsive. The patient reports that the down arrow button sticks and is difficult to get it to respond. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issues were not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: the keypad was observed to be fully intact, with no evidence of peeling or damage. The ¿contrast¿ and "ok" buttons responded to testing. The "down" and ¿up¿ buttons responded intermittently. The keypad was removed to investigate condition of button contacts and contamination was observed under the "contrast¿,"up","down" and "ok" contact buttons. Unrelated to the initial complaint, the display screen was dim with a pink contrast. The dim display screen was replaced with a new test screen and contrast returned to normal.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.